Manufacturer narrative:
It was reported by the customer, that the flow/bubble sensor shows +-2.0l while clamped.the failure occurred during startup of the cardiohelp. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required.a getinge technician was sent for investigation. He could confirm the failure. The failure is when he touched the flow/bubble sensor cable at the end that plugs into the sensor panel. The replacement of the flow/bubble sensor does not solve the failure. Thus, the device was send to the depot center and the sensor panel was replaced.the technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed by the technician and an activated backflow intervention and a bubble detection could be confirmed on the date of event.the technician confirmed, that there were no corrorison on the ports on the sensor panel.another flow/bubble sensor with a similar failure was investigated by getinge life-cycle-engeeneering:the most likely cause of the reported error is the mechanically blocked outer sleeve on the plug. The most likely cause of the outer sleeve being blocked is contamination (e.g. From blood) between the inner sleeve and the outer sleeve, which can be caused by improper handling. This can also be cited to the sensor panel port.further, due to the age of the device and this components flow/bubble sensor and sensor panel, age related aspects can be considered as well (manufactured on 2012-04-04)according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp.referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2012-04-04.the review of the non-conformities has been performed on 2026-04-08 for the period of 2012-04-04 to 2026-04-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "flow/bubble sensor shows +-2.0l while clampe" could be confirmed.this complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2025-04-02 till 2026-04-02).the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that there's no flow reading from the flow/bubble sensor (the customer reported that the flow/bubble sensor shows +-2.0l while clamped). No patient was involved. No harm to any person has been reported. As a flow bubble sensor issue, can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. A getinge technician was sent for investigation. The technician could not replicated the failure. He found that the sensor connector did not attach securely and would give false arterial bubble detections when it was moved near the connector. A new bubble sensor will be sent to the customer for replacement. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
A follow up will be send when additional information become available. A getinge technician was sent for investigation. The technician could not replicated the failure. He found that the sensor connector did not attach securely and would give false arterial bubble detections when it was moved near the connector. As a new bubble sensor did not solve the failure, the cardiohelp will be send to the repair depot for further evaluation.

Event description:
Complaint ID: (B)(4).